Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - no anomalies were found. The device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Event description:
It was reported that when the physician attempted to interrogate the device, there were no values seen in the interrogation screen, nor were there any values seen in the battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.